Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred and the device was unable to be removed. The device was manually cracked open and the internal mechanism was taken apart, allowing the device to be removed. The sutures of two new devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the foot was unable to be closed. The physician intentionally separated the guide with hemostats in order to close the foot. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a needle to cuff miss include but not limited to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that may contribute to a difficult to close foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. The difficulty to with the foot likely contributed to the reported entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.